Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated. B6: relevant test/laboratory date is estimated.

Event description:
During use, the non-abbott guide wire became wrapped up in the dragonfly opstar imaging catheter and couldn't be removed. There were no adverse patient effects and no clinically significant delay in the procedure reported. No additional information was provided.